Event description:
Additional information: symptoms have partially resolved with significant improvement with repeated hyaluronidase injections.

Manufacturer narrative:
Concomitant products: juvéderm® volift¿ with lidocaine, alcohol, chlorhexidine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to : ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the lips, juvéderm voluma¿ with lidocaine in the cheeks and juvéderm® volift¿ with lidocaine in the nasolabial folds. Prior to injection the patient was prepped with alcohol and chlorhexidine. Two weeks after the injection, the patient had a crown attached. Patient had a tummy tuck 2 months after that with complications and a revision the following month. Six months later, the patient developed "palpable lumps" and nodules which have been progressively enlarging. Nodules were located on the bilateral cheeks and lips. Patient was treated with hyaluronidase 4 times over the next 2 months. Patient had "some slight improvement." Patient declined treatment with kenalog and systemic steroids. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2017-00963 ((B)(4)) and MDR ID #3005113652-2017-00964 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® volbella¿ with lidocaine.